Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted; if explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol) a foreign substance about 2mm attached to the lens which was inserted into the patient¿s operative eye. They tried to remove the foreign substance with irrigation/aspiration (ia), but the substance was too hard to remove. Therefore, the incision was enlarged to remove the substance and lens from the eye. The customer further indicated that the lens was implanted by using balance salt solution (bss) in the injector. The lens came out in the last minute of implanting and the foreign substance was so hard and large that it could not pass through the cannula. The customer thinks that the substance was in the device from the beginning. The procedure was completed successfully with a back-up lens. There was no patient injury reported. No further information provided.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes returned to manufacturer on: 8/4/2020 section h3. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturing site for evaluation. The device was evaluated under microscope and traces of viscoelastic or balanced salt solution was observed in the device indicating it was prepared for delivery. There is no assembly damage on the insertion device. A particle was returned in a specimen container and was sent to our third-party laboratory contractor for analysis. The analysis report includes the following: the foreign material was analyzed by fourier transform infrared (ftir) spectroscopy with a perkinelmer spectrum 200 ftir spectrometer using horizontal attenuated total reflectance (hatr) sampling mode. Perkinelmer spectrumir software was used to perform data analysis. The white foreign debris is consistent with a urethane-acrylic copolymer or blend. A photo and video were also received and evaluated; the reported issue was not confirmed however foreign material- loose was confirmed, therefore, the (B)(4) was opened for further investigation. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed no other complaint folder has been created for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.